Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a keypad anomaly and a blank display issue. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed stuck button and the screen went blank while trying to clear the alarm. Customer also reported that the insulin pump was exposed to moisture that could have led the issues. Customer also mentioned damage to the back of the insulin pump. The customer was advised to discontinue use of pump and revert to back-up plan. The inulin pump is being replaced and is expected to return for analysis.